Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The patient had a good speech discrimination. The implant worked well without any technical problem. However, it was not possible to solve the problem with her tinnitus. The patient attended the appointments regularly and performed a correct rehabilitation post-implantation. The sound seemed to be a tinnitus, which was getting louder by wearing the audioprocessor (therefore, it was present also when the device was not in use).

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted for medical reasons, namely tinnitus. The tinnitus was present also when the device was not in use. In-situ measurements show that the implant worked within specification. This is a final report.

Event description:
The patient had a good speech discrimination. The implant worked well without any technical problem. However, it was not possible to solve the problem with tinnitus.